Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, the patient underwent a laparoscopic hysterectomy for the treatment of uterine fibroids and was diagnosed with epithelioid leiomyosarcoma shortly after her surgery, based on the pathological analysis of the morcellated uterine tissues on (B)(6) 2012. She died on (B)(6) 2014.